Event description:
A pt reported blood glucose results of 208, 128, 117, 154, 150mg/dl and 133mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20mg/dl, thereby indicaitng a potential malfunction of the meter in terms of precision.